Manufacturer narrative:
Insulin pump was unable to perform the displacement test due to broken off reservoir tube lip and missing reservoir tube o-ring. Insulin pump was received with cracked case at the display window corner, cracked battery tube threads, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's reservoir ring was half broken. Customer's blood glucose was 80 mg/dl at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.